Event description:
The ICD was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. Initial analysis confirmed that the device was in safety mode. A visual inspection of the device header and case noted no anomalies. A review of the memory revealed that three memory errors were recorded. After these errors occurred, the ICD was unable to correct itself and as a result, reverted to safety mode. The cause of the errors is unknown. The ICD was then programmed out of safety mode and the device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis determined that this ICD experienced three memory errors that it was unable to recover from and resulted in the reversion to safety mode. However, the cause of the errors could not be determined through analysis.

Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) was noted to be in safety mode for an unknown reason. Device function was vvi backup pacing with limited tachycardia therapy available. A device replacement procedure was recommended. The device was explanted. It was also noted, that during the device explant procedure the right atrial (ra) lead was dislodged. A new lead was successfully implanted. A save to disk was performed and sent in for review. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has still not been returned for laboratory analysis. If any additional information is available, this report will be updated.

Manufacturer narrative:
To date, the device and lead have not been received at boston scientific. After the replacement procedure the device will be returned to boston scientific for analysis. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
The data from the save to disk was reviewed and revealed that the device entered safety mode due to experiencing three memory errors. The type of errors are indicative of the device being exposed to an external source of electromagnetic interference (emi) or radiation. The ts consultant discussed that the device should be returned to boston scientific for a more in depth analysis to be conducted to determine the root cause.